Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to moisture damage on keypad traces. No auto off alarm or constant tone noted during testing. Insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump keypad up button was unresponsive. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.